Event description:
It was reported that the damaged x7-2t probe had failed the electrical leakage test. This transducer was associated with the sparq ultrasound system at the customer's site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the transducer based on the customer complaint. The service engineer performed electrical safety tests and confirmed the failed electrical leakage test of the probe. The customer has removed the transducer from clinical use, but has opted to retain the transducer. As the transducer and other pertinent information required for the investigation were not able to be obtained, no further investigation could be performed. The system has returned to service with no similar issues reported.